Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was displayed as "high," a specific value was not provided. The customer administered a correction injection and replaced the infusion set and cartridge, subsequently resuming insulin delivery. Despite experiencing frequent occlusion issues, the customer declined further assistance.